Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the root cause. Clinical details mention patient had multiple complications post bypass with the av not opening very well. The root cause of the delivery issues was most likely patient condition related as evidenced by clinical details corrections to the initial MFR report: g1 MDR reporting contact email.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: delivery issues. Impella cp with smartassist for use during cardiogenic shock and high-risk pci & impella 5.5 with smartassist for use during cardiogenic shock. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.

Event description:
The complainant reported the impella 5.5 was unable to cross the 64-year-old male patient¿s new aortic valve. Several unsuccessful attempts were made. The impella procedure was aborted. There was no reported patient harm.